Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she had experienced high blood glucose of 400 mg/dl. The customer declined troubleshooting as customer was aware the high was due to her not getting insulin.